Manufacturer narrative:
The insulin pump passed displacement, active current measurement, and self tests; it failed sleep current measurement test. No unexpected ¿low battery¿, ¿replace battery now¿, "power loss" errors, were noted during testing. After taking the boards out and sticking them into another case, the sleep current measurement was still high. So the high sleep current measurement is probably due to a hardware problem with the boards. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump lost power error after 3 days. Blood glucose was unknown. The insulin pump will be returned for analysis.